Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During a shoulder procedure, the electrode in the plastic bag had a short-circuit during the surgery. The surgery was finished with an other lot number of the tripolar electrode. The electrode in the package lost during the surgery the tip of the electrode. I will send you pictures. They get the tip out of the shoulder and finished the surgery with another lot of the tripolar electrode. Both patient had no problems after the surgery. The delay of the surgery with the lost tip was max. 15 minutes.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has procedural debris on and around the active tip and ceramic. The cut return cap has become detached from the ceramic. The cut return cap has not been returned for evaluation. The cut return wire is visible within the ceramic channel. The ball effect on the end of the wire would indicate that post wire failure activation has occurred. It is not clear if the cut return wire has failed before or after the failure of the cut return cap. Electrical tests were performed on the device and it was discovered that one of the blue coag buttons was not functioning. When the device was plugged into a vapr vue generator, the device was correctly identified and all the correct settings were made available. Electrical tests, except the portion of the test that checks continuity to the missing cap were successfully performed on the device. Further analysis is required to determine what has caused the cut return cap to detach from the ceramic. Otherwise, there is no clear indication for the cause of failure. This failure has been investigated under a supplier CAPA. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar and three dis-similar complaints for this lot of devices that were released to distribution. A root cause for the reported failure cannot be discerned at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).